Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 500-600 mg/dl; cause unknown. A correction injection was administered to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.